Event description:
As reported, the physician encountered resistance while attempting to cross the lesion, and also while attempting to retract the wire. A balloon catheter was used to assist in the removal of the wire. No pt injury occurred.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, there have been no other complaints reported for this failure mode within this lot. Visual inspection including microscopic eval was performed on the device. During the inspection it was noted that the distal coil was stretched and a piece was separated. The sensor was intact. The core wire was exposed and twisted into a helical shape. The distal end of the core wire was broken and not returned with the device. The helical deformation of the core wire indicates significant torque applied against resistance. The user likely torqued the wire while it was in the lesion, causing torque stress and an eventual break in the core wire. The product IFU indicates not to torque or advance the device against significant resistance. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.